Event description:
The pt underwent implantation of a synchromed pump in 1998 with an existing catheter implanted in 1994 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome. The pt experienced an increase in pain. In 2000, the pt underwent explantation of the catheter, as well as the pump, after the health care professional documented a catheter occlusion. The pump was returned to the MFR for analysis. Another synchromed pump and catheter were implanted on the same day and the pt resumed intrathecal morphine therapy. The pt's condition was improved on follow up with the health care professional.